Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working and had inflation issues. It was noticed that the tube was damaged. The reservoir and pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.